Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3149, UDI: (B)(4), serial: (B)(4), batch: 4718228; common device name: scs lead, model: 3149, UDI: (B)(4), serial: (B)(4), batch: 4718228.

Event description:
Related manufacturer reference number: 1627487-2022-05387. It was reported the patient¿s lead migrated. As a result, it was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.